Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Patient reported rupture and capsular contracture on the right side detected via MRI and ultrasound. Device remains implanted.